Event description:
The device was used, however during the procedure the pt passed away, due to any malfunction or fault of the device. The physician inserted the occlusion balloon wire into the pt's bypass to the distal circumflex vessel. The physician inflated the occlusion balloon to 3.5mm to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and deflated the occlussion balloon. The physician pulled the occlusion balloon back into the tip of the guide catheter.